Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unk procedure there was no staple formation and the anastomosis was not formed. The procedure was completed with another same like device. The patient was in stable condition immediately following the procedure.